Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The follow up/corrective actions was that the gear pump head was replaced. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction events. Low results were generated by the cobas 4000 c (311) stand alone system. The event involved 1 patient with low results for tp2 total protein gen.2.